Event description:
Health professional reports inconsistent act results using a hemochron response system while performing a pulmonary vein isolation procedure. Act result 1500 using hemochron response system vs act result 381 using a reference system.

Manufacturer narrative:
(B)(4). MFR method: MFR eval of device history record completed. MFR results: MFR DHR evaluation did not verify complaint. MFR conclusions: no conclusion can be drawn.